Manufacturer narrative:
Patient information was unavailable at the time of this report. Other relevant device(s) are: product ID: 9735800, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during the case, the footswitch was not responding when pressed for trace registration. The footswitch then began to behave as though it was pressed when it was not. The site switched to another navigation device to complete the surgery. There was no impact on patient outcome.